Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, it was discovered that the bending section was pierced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned the olympus uretero-reno fiberscope due to a leak noted after completing a procedure. During the device evaluation, it was discovered that the bending section of the scope was broken. This report is being submitted to capture the broken bending section.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the manufacturer¿s investigation. The initial report did not include "foreign" and "other - (B)(6)" in the report source. This has been corrected. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿ inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿ do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist¿ do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ while a definitive root cause could not be identified, investigation believes that the reported event was caused by stress applied to the subject device. If the user manipulated the device so as to apply excessive stress to the bending section, the bending section could have been damaged. Olympus will continue to monitor the field performance of this device.